Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had intermittent communication problems between the panel and the device also the device would not fill. A functional check showed that the circulation pump would not generate pressure and stated that the biomed will order and replace the circulation pump and discussed how to inspect the connections between the panel and the card cage.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The device history record review was not required as the reported event was unconfirmed. A labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had intermittent communication problems between the panel and the device also the device would not fill. A functional check showed that the circulation pump would not generate pressure and stated that the biomed will order and replace the circulation pump and discussed how to inspect the connections between the panel and the card cage.